Event description:
.

Manufacturer narrative:
In conclusion this error appears not to be fault of the device, but of the care giver. The immediate solution would be training and vigilance, with long term, a standard correction, to the air flow meters and cannulas, forced across the industry by the FDA and the compressed gas association.